Event description:
It was reported that a home patient (hp) had cut the transfer set with a pocket knife during peritoneal dialysis therapy. The hp stated that, after cutting the transfer set line, they emptied the line in the trash can. The hp informed that they knew the proper disconnect procedures but they got panicked as they thought that they might die and therefore had cut the transfer set line. The hp was later seen in the hospital and had the transfer set replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, damage to the transfer set tubing by the patient was reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide also warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.